Event description:
The customer sample was not returned for evaluation. Follow up with the customer contact revealed that a single incident was experienced & the incident was not believed to be a "big project."